Event description:
The customer initially reported vacuum system timeout. While onsite repairing the unit, the asp field service engineer (fse) found oil mist coming from the unit. The customer stated that there were no physical complaints reported. The fse repaired the unit.

Manufacturer narrative:
Capital equipment, unit evaluated at the facility. The fse replaced the oil mist filter housing and put oil in vacuum pump. He ran a standard cycle and the cycle completed without cancellations. This issue is being addressed with a customer letter, related to correction & removal.